Manufacturer narrative:
A.1.-a.5. Patient information were not provided. H.10. Livanova manufactures the smart perfution tubing. The incident occurred in USA. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. This report was due on november 25, 2023; however, due to a network disruption at livanova, the ability to submit mdrs was lost on november 19, 2023, before this report was ready to submit. The report was prepared and submitted immediately following restoration of the livanova systems.

Event description:
Livanova was informed that, during a procedure, medical team found the yellow and white clamps were assembled incorrectly on cpg lines. Livanova was not informed of any patient impact.

Event description:
See initial report.

Manufacturer narrative:
H10: a picture of the mis-assembly was provided by the customer, confirming the issue. A review of the complaints database did not reveal further similar events occurred on this pts pack code or concerned batch. Most likely root cause of the reported event was a manufacturing operator error during the assembly phase of this pts. As corrective action, manufacturing personnel will be involved in a dedicated training meeting awaring of customer complaint.